Manufacturer narrative:
H3: analysis of the returned implantable neurostimulator (ins) identified that the device passed passed functional testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: product ID 97755 serial# (B)(6) product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2023-aug-17, information was received from a patient (pt) regarding an external device. It was reported that it has been taking 5-6 hours to charge the implant. A replacement recharger (rtm) was sent out. No symptoms were reported.  On 2023-11-14, additional information was received from the manufacturer representative (rep) reporting that the patient had their ins replaced on (B)(6) 2023, due to recharge and communication issues. The rep reported that the patient reported the day prior to the procedure (on (B)(6)) that they were having increased difficulties charging. When they were able to charge it would take hours and they were no longer able to get an excellent recharge. They said this had been occurring over the past 6 months. They also reported that they had gotten their external charging equipment replaced by patient services. It was confirmed that the patient was charging at speed/level 4 and they had not changed this. The ins was palpable in their flank. They also reported to the physician in pre-op that hey had been experiencing shocking from the ins when it was on and off following several falls. In pre op they stated that it would take many tries for the patient programmer to communicate with the ins. They reported needing to place the programmer over the battery to be able to communicate after multiple attempts. The field contact had to place the communicator over the ins in the patient's back to connect as well after multiple attempts. The cause of the issue was not known. The issue was resolved and the device would be returned for analysis.